Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occurred, which the customer acknowledged and understood.